Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported during an emergency diagnostic endoscopy examination at night, a patient was mistakenly given a detergent solution or alcohol to the water in the water container. It was estimated the detergent or alcohol went into the digestive tract. The facility staff realized that it had been used incorrectly after the procedure was completed. The doctors believe there would be little harm to the patient because it was not a large dose. The patient was under observation for a few days and then discharged.

Event description:
It was reported that the patient was originally hospitalized and observed for other reasons prior to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the reported event could not be determined. This supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it was judged that [liquid detergent or alcohol in the water tank has been accidentally poured into the patient] occurred due to misuse by the facility. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.1 precautions for preparation and inspection warning: "do not use liquid other than sterilized water. It causes bacteria to grow in the water supply tube and clogging in the tubes." Chapter 5 reprocessing 5.14 manually disinfecting the water container warning "residual disinfectant may adversely affect patients. After disinfection, thoroughly rinse the water supply tank with water to remove any residual disinfectant." Olympus will continue to monitor field performance for this device.